Event description:
Disposable heat pack, wrapped in 2 wash cloths and secured on right upper inner arm for approximately 18 hours. Area under heat pad visualized on two occasions during the 18 hour period. Patient manifested second degree burn (dime seized) in the area of heat pack requiring treatment with silvadene.